Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported that pt underwent total hip replacement surgery in 2007, during which she received a durom acetabular component, post-op, pt has been experiencing pain and surgeon has recommended revision. Revision surgery has not yet been scheduled.